Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump's button was unresponsive. Customer¿s blood glucose was unknown. Customer stated customer has to take out battery and reset the settings for the insulin pump to work, prime and rewind process took longer as well as insulin pump was louder during the prime or rewind process. Customer mentioned that received no delivery and diminished battery life so has to change battery every week. Insulin pump will not be returned for analysis.